Event description:
A malfunction occurred during a pump update, as reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for the caller to use multiple daily injections as a backup therapy and confirmed the shipment of a replacement pump with updated software. The customer understood the instructions to put the malfunctioning pump into storage mode and return it using a pre-paid label, with no signature required for the new pump delivery.